Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was no longer able to successfully hold a charge. In turn, the patient had to recharge his ipg more frequently than normal. On some occasions the ipg would shut off in relation to the issue. As a result, the patient's ipg was explanted and replaced with a different model. Surgical intervention addressed the patient issue.